Manufacturer narrative:
The ipg was evaluated and a fault related to the analog ic was found, but it is not related to the charging anomaly complaint. Battery depletion rate was calculated and is within the expected range. Charge profile reveals patient frequently had poor coupling to the charger and charged for short periods of time, which led to the battery not receiving a full charge. The poor coupling and short charging time frames may have attributed to the patient's complaint that the stimulator does not work. This is a final report.

Event description:
A report was received stating that after undergoing an MRI the patient's precision system was not working. The decision was made to replace the system. Device labeling warns that patients implanted with a precision system should not be subject to MRI.